Manufacturer narrative:
It is unknown if emergent care/treatment was necessary. Therefore, this is being considered as a serious injury. At this time, there is indication of user error since the crnas were instructed that they were using the wrong extension. As a result, we are considering this to be reportable at this time. A follow up report will be submitted once the investigation is complete.¿

Event description:
The customer reported the tip of the 989803137631 fetal spiral electrode was bent at a vertical angle damaging the skin. Tongs were used to remove the electrode. The patient did sustained a wound to the scalp which was treated.

Manufacturer narrative:
A return material authorization was provided to the customer for return of the (B)(4) fse that was in use during the reported incident for evaluation. However, it was reported that the customer had discarded the fse assembly and it was not available for evaluation. The customer did return unused product from the same lot code as that which was in use. The returned electrodes were inspected under magnification with a microscope. There were no defects noted with the returned material. The customer reported the tip of the (B)(4) fetal spiral electrode was bent at a vertical angle damaging the skin. The attending doctor needed to use tongs to remove the electrode. As the result of this event, the customer was provided training on the use of the fetal spiral electrode by a philips representative. The IFU for the fse (p/n (B)(4)) states in a warning not to over rotate the fse. The date of the incident was not provided.